Event description:
During a treatment with juvederm ultra under the eyes, the physician reported that the pt noted a sharp pain around the left eye during injection under the eye. The pt noted after the treatment with juvederm ultra there was severe bruising and swelling around the left eye and slight bruising around the right eye. The left eye was bloodshot and the vision was blurred. The pt was treated with valium and self prescribed digesics and indocid for pain. The pt reported to the physician that the pain is resolved, the swelling persists.